Manufacturer narrative:
Returned product was 1 flexshaft date code 0621 with coil deformation/weld failure causing the product to not function properly. CAPA-2021-375 opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220) through implementation date of august 2022 (0822). Note the flexshaft was produced in 06-2021 and exceeds the automate flexshaft useful life rationale which states that automate flexshaft useful life will be established as 24 months, and that if meeting these criteria, complaints will be closed as a repair because the device is beyond its useful life (rationale attached). DHR review cannot be conducted as there is no batch information provided in case. (Nwv).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that automatrix shaft broke during use. No injury.